Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate follow-up report.

Event description:
It was reported that the savina reset itself several times. During the resets the device reportedly generated a switch-on-tone. The user tried to resuscitate the patient who was in bad condition and died.